Manufacturer narrative:
If new information is receive, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead exhibited an increase in pacing impedances along with a decrease in r-wave sensing; lead dislodgment reported. The physician elected to explant the product and implant another boston scientific lead of different model type. The explanted product is not intended to be returned for a post market assessment. No adverse patient effects reported.